Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified vessel. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the target lesion but the balloon ruptured at 8 atmospheres. The procedure was completed using a 2.5mm x 20mm x 143mm coyote es balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: he complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).